Manufacturer narrative:
No UDI is provided as model, catalog, serial number for the affected device have not been provided.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during patient transport while in use, the cardiosave intra-aortic balloon pump (iabp) pressure reading does not work anytime the catheter is connected with fiber optic. The catheter inflates and deflates, and the patient is receiving therapy. Customer stated it was all the catheters.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g2, g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h10 despite good faith efforts (gfes), no information regarding a repair has been received. A service order has not yet been created. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : evaluation not requested by complaintant.